Manufacturer narrative:
The reported events of a helix mechanism issue and the stylet could not be inserted were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. An x-ray showed that the inner coil inside the connector region was over torqued, which is consistent with procedural damage. Additionally, the stylet could not be inserted due to the over torqued inner coil at the connector region, which is also consistent with procedural damage. The cause of the reported event of the stylet could not be inserted was isolated to be due to the over torqued inner coil. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood/tissue and an over torqued inner coil.

Event description:
During initial implant, the stylet was unable to advance in the right ventricular (rv) lead. Furthermore, the helix was unable to extended. The rv lead was explanted and replaced. The patient was stable.